Event description:
The driver was returned to the MFR for service, and during the investigation, the device continued to run on its own. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for service. During the investigation, a run-on condition was found and then reported. Based on the investigation details, the likely cause was corrosion and problems with the potted trigger assembly, bearings, and driveshaft, which were each replaced along with other components. Service repaired and returned the device to the customer.